Event description:
No additional informaiton provided.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review lot#4052079 1-this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum, CAPA#10977167. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found on the sample. Please refer to attachment for the test reports. Conclusion(s): no abnormality is found on process and retained sample. As the defect states at the paddle hub of the complained sample cannot be identified, the root cause of the leakage there cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at catheter junction maternal amniotic fluid 64mm, (B)(6) 2024 04:55 follow the doctor's instructions to sodium lactate ringer injection 500ml + vitamin c1g intravenous drip, using a closed intravenous indwelling needle for puncture, after puncture there is blood reflux in the handle of the needle, after opening the infusion regulator there is a liquid outflow at the handle of the needle, and immediately stop the intravenous infusion.